Manufacturer narrative:
Correct manufacturer is add (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4).

Event description:
The customer reports alleged (B)(6) architect (B)(6) assay results for one patient whose sample (B)(6) was tested on an architect i2000sr analyzer. The sample was tested eight times and generated results in the range of 6.10 (B)(6) to 25.70 (B)(6) miu/ml. It is unknown if the patient had received a (B)(6) vaccination but in 2013 this patient tested (B)(6). The sample was retested the following day and generated (B)(6) results of 31.38 and 29.90 miu/ml. The patient's physician had ordered (B)(6) testing to diagnose an elevated ggt result (not provided). Suspect results were not reported from the lab with no patient impact. Other test results ((B)(6) 2016): (B)(6) igg = 1.48, 1.41 and 2.29 s/co; (B)(6) igm = 0.18 s/co; (B)(6) = 0.05 s/co; (B)(6) = 0.08 s/co; (B)(6) = 0.15 s/co. (B)(6) 2016: (B)(6) igg = 2.84 s/co.

Manufacturer narrative:
The manufacturer's site was corrected from (B)(4) MFR report no. 3005094123-2016-00013 to (B)(4) manufacturing site and a correct initial report has been submitted to document this under MDR number 3008344661-2016-00020 and all further information will be documented under this MDR number.